Event description:
Experiencing hyperglycemic events while using the tandem t-slim insulin pump with the auto xc infusion set. Despite re-bolusing multiple times, as well as changing the tubing set, my blood sugars remained elevated until I delivered insulin with a manual syringe. I think its an issue with their infusion sets as this has happened on several occasions. Tandem t:slim insulin pump infusion sets.